Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Did the cartridge fall out of the jaws of the stapler? If yes, did the cartridge fall into the patient? Was the cartridge retrieved? Were any of the forces higher or lower than expected (closing or opening)?

Manufacturer narrative:
(B)(4). Additional information: the ec60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge loaded on the device. The cartridge reload was received partially fired 1/2 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing.

Event description:
It was reported that during a gastroplasty procedure, when performing firing of the stapler it did not perform stapling. The device was presented at the opening of the locking jaw on the first shot causing the loss of the green reload. Another like device was used to complete the procedure. There were no adverse consequences for the patient.